Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with shortness of breath and congestive heart failure. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing and low p waves. The implantable pulse generator (ipg) was seen to be mode switching and was sporadically pacing. The lead and device remain in use. No further patient complications have been reported as a result of this event.